Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in an extremely tortuous and calcified right coronary artery (rca). A 4.00x20mm promus premier¿ stent delivery system (sds) was selected to treat the lesion; however, the stent was unable to cross the lesion. When the device was removed from the patient, it was noted that some of the struts were lifted. Following device removal from the patient, it was noted that the stent came off the sds balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was well.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: only the stent was returned for analysis. The stent had detached from the balloon. The entire 20mm long stent was damaged with the stent struts severely stretched with the mid-body of the stent length receiving the most damage by stretching. The proximal & distal stent edges were noted as having minimal stent strut damage compared to the mid-section. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in an extremely tortuous and calcified right coronary artery (rca). A 4.00x20mm promus premier¿ stent delivery system (sds) was selected to treat the lesion; however, the stent was unable to cross the lesion. When the device was removed from the patient, it was noted that some of the struts were lifted. Following device removal from the patient, it was noted that the stent came off the sds balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was well.